Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements. A surgical revision was performed to reposition the lead. However, during the procedure, the helix was unable to be retracted after 35 turns. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Additional information was received which noted that the patient presented with cardiac tamponade and decreased blood pressure after the lead revision procedure. A perforation was confirmed via echocardiography, and a pericardiocentisis was performed. It was suspected that this occurred with the explanted lead. No additional adverse patient effects were reported.